Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the generator with no power and replaced defective unit. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator unit was analyzed, and failure analysis investigations confirmed that the unit was non-functional (dead). The reported issue could not be confirmed using system logs. Visual inspection revealed no signs of damage or anomalies related to the reported event. The unit was tested on a system and initially powered on, but the screen remained black. After a few activation attempts, the unit powered on again; however, when attempting to reconnect it to the system, the screen remained black, preventing further testing of the unit. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue is attributed to an internal electrical or hardware failure within the generator unit, resulting in the unit becoming non-functional (dead). Although the issue could not be confirmed via logs and no visible external damage was observed during visual inspection, the unit consistently failed to display output on startup and could not be tested further due to the screen remaining black.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the generator was not powering on. The customer explained that they proceeded with the procedure using a forcetriad due to the lack of ac power in the generator. Initially, there were no related errors found in the system logs. The customer received phone assistance from the technical service engineer (tse). Troubleshooting steps included guiding the customer to move a functional e-100 power cord to the generator, but this did not resolve the reported issue. Subsequently, further troubleshooting was required, and the issue was confirmed to be isolated to the generator. The procedure was completing as planned with no reported injury.